Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. The pump was found, to have not been set up to be used by a customer for pump therapy. Troubleshooting was performed. And the pump performed as intended. No failure was identified to have occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and became unresponsive. The customer¿s blood glucose was 100 mg/dl. The customer reverted to an alternate method of insulin therapy.